Manufacturer narrative:
The cleartrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. The cleartrace ECG electrodes were discarded by the end-user. The original devices or pictures of the devices were not available; therefore, an investigation on the suspect device cannot be accomplished. Lot samples were was returned for evaluation. Also a picture of the skin reaction was provided by the end-user. A review of the manufacturing documents from the DHR/lhr for lot 1109261 has verified the devices were produced according to current and approved procedures and material specifications. Two (2) pouches of unused electrodes were returned to conmed complaint center. The returned devices were examined in the laboratory. These lot samples were considered as a representative samples for this complaint and a second complaint, (B)(4). A residual monomer testing was performed on the sample electrodes. The recorded values of percentage of residual monomer were in acceptable range. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. Per the photos of the skin reaction, this patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have been sent of the skin irritation: however, photographs have not been sent of the ECG electrodes for confirmation of product potentially utilized in this event.. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device not returned to conmed corp.

Event description:
It was reported,"patient complaint that involved conmed ECG electrodes used for echo stress test on (B)(6) 2012. This patient presented with a ECG electrode skin reaction in a relatively short period of time". Testing on (B)(6) 2012 - in the afternoon patient observed red electrode areas on skin. Patient used hydrocortisone cream that she had utilized in the past. (B)(6), patient experiences pain, itching, and discomfort without improvement. Continues with hydrocortisone cream. (B)(6) 2012, ER visit for skin irritation treated with benadryl IV, solumedrol IV, prescribed ketoconazole and benadryl by mouth twice a day. (B)(6) 2012, no improvement, evaluated by a dermatologist and treatment prescribed includes clobetazol proprionate (B)(4) and domebore compresses to affected areas. (B)(6) 2012 evaluated by second dermatologist. Treatment included, benadryl 50 mg twice a day, clobetazol discontinued, domebore compresses continued, added silvadene twice a day and fluocinodine(B)(4). Diagnosis: severe contact dermatitis. (B)(6) - silvadene discontinued. Patient presented with significant improvement. Cleartrace ECG electrodes (catalog number 1700c-050, lot number 1109261) were potentially utilized. The electrodes were not returned to conmed corporation; therefore, the electrodes are not available for evaluation by conmed quality engineers.